Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The event involves a device that is not cleared for sale in the u.s., but similar device is commercially available in the u.s.

Event description:
On (B)(6) 2013 initial procedure did, implanted 6367-4-012, hmrs stem. But the installation position on the femur side was bad. On (B)(6) 2019, revision surgery did due to broken hmrs this. The patient was (B)(6) and pi was submitted already as foreign material of a white powder. Stem.